Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Devices remain implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. Upon follow up, the patient was revealed to have an endoloeak in the distal part of the endograft (possible type 2 or 3 according to the radiology diagnostic report) which required a secondary intervention with a medtronic graft to correct issue.

Manufacturer narrative:
Based upon the clinical assessment, the reported type 2 and type iiib endoleak has been confirmed although the device remains in the patient. A manufacturing record review was performed, and the lot met all release criteria with no issues or deviations that would explain the reported event. Overall the investigation is inconclusive related to being a manufacturing or design issue. Clinical review identified the following possible contributing factors: a large patent inferior mesenteric artery; and, the moderately severe calcified, tortuous (near 90°) of both iliac arteries.